Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, during the procedure, the pull wire was found to be broken. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been receive for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.